Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of false occlusion alarms through the identification of downstream occlusion alarms in the device history log, but could not reproduce it during eval. Eval found the downstream sensor reading to be above specification with a set loaded, caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced false occlusion alarms. It was also reported that there was no pt injury.